Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the zipfix devices involved in this case are typically sold in units of 5 pieces. Out of the 5, only 3 devices were returned for inspection. All three devices appear to be in good condition, with no signs of use or wear. The device specifically mentioned in the event description, where the needle became detached from the band, was not returned and its whereabouts are unknown. Therefore, the piece is considered that was not returned for evaluation. The sternal zipfix® system was reviewed. Following relevant statements were found. Insert sternal zipfix implant using a needle holder, pass the zipfix implant through the intercostal space and around the sternal halves. Precautions: take care to avoid injury to, or impingement upon, the internal mammary artery and intercostal vessel and nerve bundles. Avoid clamping of implant in the area of the teeth or excessive bending/twisting of the implant, as this may lead to implant failure. ¿ensure that the needle is attached to the implant body before being inserted into the intercostal space. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the sternal zipfix cable tie w/needle peek 5 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and device history review (DHR) a manufacturing record evaluation was performed for the finished device part: 08.501.001.05s lot: 8408p64 the product was released on: 30-jan-2024 manufacturing site: jabil bettlach expiry date:01-jan-2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device part: 08.501.001.05s, lot: 8408p64: it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on january 30, 2024. Manufacturing site: jabil bettlach. Expiry date: january 01, 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a procedure while passing the zipfix band through the sternum the needle got separated from the band. The procedure was completed successfully with no delay. The patient outcome/status was reported as okay.